Event description:
A surgeon reports a spot was noted on the intraocular lens (iol) after insertion. Enlargement of the incision was required to accomodate removal and replacement of the iol. Additional info has been requested.